Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing too often. The field service engineer (fse) replaced the old latch assembly and harness in the smart remote manager. The refrigerator temperature was verified to be within the acceptable range, and the hasp was confirmed to be properly aligned with no adjustments required. Diagnostics were performed, and proper operation was confirmed. The customer reported experiencing delays in medication dispensing until the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed frequently for the nurses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.